Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 01/09/2023 by a sales representative via sems that an ar-9811 apollo probe tip melted off. Case involvement, device broke during use.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9811 batch number 66959661 was received for investigation. Visual evaluation found that the aspirating probe electrode face was detached. Functional testing was not conducted due to the connecting cable was cut.